Event description:
Pt was being put back to bed using lift. Pt was suspended above bed and staff started to crank mechanism down when the arm suddenly dropped with pt attached. No injury to pt as he landed on the bed. Lift was removed.